Event description:
It was reported that the patient was unable to set their ipg to MRI mode due to invalid impedances. As a result, the patient underwent surgical revision on (B)(6) 2023 wherein the lead was reinserted repositioned in the ipg header. Patient now has effective therapy and is able to enter MRI mode.

Manufacturer narrative:
A patient experienced low impedance/ lead pullout was reported to abbott. As a result, the lead was reinserted into the ipg and the there where no impedance issues. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.